Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot. Review of the system log file showed that malfunctioning of flexvision pc. The fse checked the system's m-cabinet and went ahead and installed the new host pc with the hard drive but still the system continued to show errors on the external monitor connected to it. Downloaded the log files and found that over 8000 entries of sibbox can communication errors. The sibbox in the m-cabinet had failed so no other system would communicate with the host. Fse replaced the sibbox on the system, but the system came up with led indication of errors. Fse traced the signal for the sibbox to the host pc for x401 to be the output of the ethernet signal from the ethernet switch and found that there was no power to the ethernet switch nor to the geometry pc of the r-cabinet. On further inspection fse found that there was a blow fuse of f12 on the gpdu. Fse had replaced with 10a fuse and verified the power was returned to x205 of the output of gpdu. However, fse advised that the geometry pc had to replace and more troubleshooting for power issues as the geo ipc was sparked and popped after rebooting the system with a good supply. After all the operational repairs were completed, the system was returned to use in good working order.---------------------------the codes were updated based on the investigation outcome.evalution method code was corrected.